Event description:
It is reported that the pt underwent a closed reduction due to dislocation.

Manufacturer narrative:
Info was rec'd form a consumer who is not required to complete form 3500a. Eval summary: emergency room records note that the pt dislocated while twisting the hip at home. It is likely that the pt failed to follow post-op rehabilitation instructions and precautions which led to the described event. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence there to is unk. W/o more info, a definitive root cause for the event described cannot be stated. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers this investigation closed.